Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/26/2014 with the following findings: the pump was returned with a peeling keypad cover. During testing, the contrast and up arrow keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. The contrast and ok keypad buttons were found to be misaligned. Unrelated to the initial complaint, the battery compartment and pump case were found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.